Event description:
It was reported that the patient was only getting at most 2 coupling boxes and had been since implant. The implantable neurostimulator (ins) might be flipped, but the flip was not confirmed at this time. The ins seemed superficial enough but they were going to check the ins using x-ray. They did not have another implantable neurostimulator recharger (insr) to test the issue. They tried using the antenna locate feature and they were getting 70-80s for readings. They tried turning the antenna dial but then got 0 coupling. It was later reported that the patient had not had an x-ray yet. Additional information received reported that the implantable neurostimulator (ins) might be flipped. The manufacturing representative (rep) wanted help to analyze an x-ray for a potentially flipped battery. It was later reported that the rep met with the patient and they were not sure if the battery was flipped. The patient was getting good relief from the stimulation but was having a hard time charging. The managing doctor was probably going to open up to confirm whether the battery was flipped or defective. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was further reported that the patient was going to be scheduled for surgery sometime in the future. No date was available. It was stated that they wouldn't/couldn't confirm the flip until the pocket was open. Additional information was requested from the physician. If received, a follow up report will be sent.